Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-oct-2022 to 30-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer leading to a short circuit. A field service engineer disassembled/reassembled and reseated all connections on the back of auxiliary drawer 6.1/6.2 and main drawer 5.2 and replaced the retractor band on main drawer 5.2 to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During the device investigation, a field service engineer confirmed that the retractor band cable showed signs of black thermal damage due to a short. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer leading to a short circuit. A field service engineer disassembled/reassembled and reseated all connections on the back of auxiliary drawer 6.1/6.2 and main drawer 5.2 and replaced the retractor band on main drawer 5.2 to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During the device investigation, a field service engineer confirmed that the retractor band cable showed signs of black thermal damage due to a short. There were no adverse events or injuries reported based on this incident.